Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
The monopolar curved scissors instrument and mcs tip cover accessory have not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history revealed no other reportable events related to this issue. No images or procedure videos were shared for the event. A review of the instrument log for the mcs instrument (n11210316-0470) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory fell into the patient. The mcs tip cover accessory was retrieved during the same procedure and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the mcs tip cover accessory to fall off of the mcs instrument. Although no patient harm occurred, if this issue were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when the customer pulled out the monopolar curved scissors (mcs), they could not find the mcs tip cover accessory. The customer was not sure if the mcs tip cover accessory was still inside the patient. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that customer may perform an x-ray, but the csr wanted to know if the mcs tip cover accessory was visible under an x-ray image. The isi technical support engineer (tse) informed the csr that the mcs tip cover accessory is radiolucent (not visible under x-ray). However, tse informed csr that if the entire mcs tip cover is inside the patient than the mcs tip cover may appear on the x-ray like a mass. The csr stated that there was no patient injury the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the csr was present for the beginning of the case, but was later informed of the issue by the scrub tech. The customer went to remove the instrument from the patient and then they noticed the mcs tip cover accessory was not on it. They still had ports placed on the patient therefore they were able to use a laparoscopic instrument to retrieve the mcs tip cover accessory. There was no issue with instrument function during the procedure. There was no report of arcing. Electrolube was not used to install the tip cover. The customer did not uses a reducer and had no issue removing the instatement form the cannula. The mcs had nine uses left and the csr was not sure if the customer would RMA the mcs instrument as they had no issues with instrument functionality itself and the mcs tip cover accessory had already been discarded. Information regarding patient demographics, relevant testing, and medical history was requested, however the customer was only able to disclose that the patient was a male.